Event description:
The customer reported an intermittent blank screen; the screen turned white. There was no patient involvement.

Manufacturer narrative:
During further investigation (fi), a visual inspection of the power management pcba revealed no issues. The power management pcba was installed in the fi test ventilator. The test ventilator powered up from ac and delivered breaths. The display intensity changed when brightness control was adjusted from level 1 to 5. The ventilator passed the controls test. The power management pcba was run overnight in the test ventilator the vent display did not fail. The power was removed and reapplied 20 times every 30 seconds and the screen never failed to power up. The determination could not be made that the device failed to meet specifications.